Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined cartridge alarm. The customer's blood glucose level was approximately 300 mg/dl. The customer declined to provide any further information.